Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump keypad came loose from the pump. Customer's blood glucose was 93 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. The product will not be returned.

Manufacturer narrative:
Pump received with scratched case, peeling keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover, end cap address label missing and minor scratched lcd window.